Manufacturer narrative:
The product will not be returned, therefore the root cause of the coils non-detachment cannot be determined.. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with the lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure of the patient¿s right iia, the presidio18 (pc4180830-30/c18177) was unable to be detached. Both the dcb and the enpower control cable (ecb000182-00 / c13063) were replaced with new ones, but no avail. The complaint coil was eventually replaced with a different lot number, and the procedure was successfully completed without further issues or delay. There was no patient injury/complications reported. Since the complaint cable was also replaced, the physician was unsure of which of the products caused the detachment failure. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU, and the constant flush had been maintained at all times. After the event, the same coiling support (hi-lex corporation) microcatheter was used to complete the procedure, and both the dcb and the cable were changed and used successfully with the subsequent coils. Pre-deployment electrical check was performed prior to inserting in the patient, but the failure occurred while attempting to detach the coil. Also, no problem was noted during the electrical-check was noted. No abnormal behavior of the dcb was noted, and there were no mishandling of the devices, and no excessive force were used to connect the device. No resistance of any kind was reported, and no further information was available. No information of what dcb was used. However, since enpower cable was used, an enpower dcb was presumably used, but the lot number was unknown. The complaint cable was an enpower cable (ecb000182-00 / c13063), and the lot # of the replaced cable was unknown. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection, and no damages were reported on the other devices after the event. It was reported that an unspecified 5f 25cm sheath introducer by medikit, radifocus gt 0.016 da (terumo, type unknown), a coiling support (hi-lex corporation, type unknown), and enpower detachment control box (lot unknown) were also used for the above procedure. No details of the other accompanying devices are available. The vessel was mildly tortuous and moderately calcified. Since the complaint products have already been disposed, they are not available for evaluation. No further information is available. The product will not be returned; therefore, the root cause of the coils non-detachment cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported inability to detach the coil was not confirmed because the device was not returned for analysis. The cause of the failure experienced by the costumer could not be conclusively determined. The DHR suggest that the failure reported could not be related to the manufacturing process. It is possible that procedural/handling factors contributed to the reported event; however, with review of the available information there are no identified contributing factors. The cause of the reported failure to detach could not be conclusively determined. Therefore, no corrective actions will be taking at this time.

Event description:
During the coil embolization procedure of the patient¿s right iia, the presidio18 (pc4180830-30/c18177) was unable to be detached. Both the dcb and the enpower control cable (ecb000182-00 / c13063) were replaced with new ones, but no avail. The complaint coil was eventually replaced with a different lot number, and the procedure was successfully completed without further issues or delay. There was no patient injury/complications reported. Since the complaint cable was also replaced, the physician was unsure of which of the products caused the detachment failure. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU, and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection, and no damages were reported on the other devices after the event. It was reported that an unspecified 5f 25cm sheath introducer by medikit, radifocus gt 0.016 da (terumo, type unknown), a coiling support (hi-lex corporation, type unknown), and enpower detachment control box (lot unknown) were also used for the above procedure. No details of the other accompanying devices are available. The vessel was mildly tortuous and moderately calcified. Since the complaint products have already been disposed, they are not available for evaluation. No further information is available.